Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044 manufacturing site evaluation: visual inspection - no significant deformations or damage of the progav valve or the pediatric burrhole reservoir were detected. Permeability test- the test has shown that both the valve and reservoir are permeable. Adjustment test - the progav valve was tested and is adjustable to all specified pressures. The braking force/function test - the test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results - after the above tests, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion. The valve operates within the specified tolerances. However, it is possible that the deposits observed inside the valve could have temporarily occluded the system in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that a progav valve had a drainage issue. A patient underwent a shunt system implantation on (B)(6) 2019. Sometime later, it was noted that the valve was not draining. On (B)(6) 2019, the shunt was replaced due to this malfunction. Further details were not available.